Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during a colonoscopy performed on (B)(6) 2013. According to the complainant, the clip was deployed on to the tissue, however the clip would not release from the catheter. Reportedly, there were attempts to open the clip; however, the clip would not release from the catheter. Eventually, the clip was pulled off the mucosa and the case was completed with two other resolution clip devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported issue of clip would not release from the catheter. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.